Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient and their husband called back again repeating the same issue. The patient has the device for the bladder but said it effects the bowel as well. The patient said the stimulator was shocking the fire out of them and can't get the control thing to work and to stop it. Patient said they put fresh batteries in the patient programmer. They said, it has been going on for quite a while but they didn't pick up on it until last night. It is causing pain. It is awful, it hadn't been this intense before until last night. Things have been going on and they hadn't picked up on it. It was not right and they were getting jolted and the patient gets really nervous/anxiety. When patient touches something, they get electricity, feels like they cranked up and inside whole body. Patient said they went to the emergency room last night and there was nothing they could do. All they did was give them a pain pill. They used the stimulation for a whole year and it didn't seem like it helped so patient turned it off and left it off. Patient thinks it started two years ago, they started feeling the pings or stings that go through the body and come out the rectum and down the legs and in between the legs. Patient doesn't have a managing doctor. The patient tried to connect to stimulator with and without antenna and patient kept getting poor communication. She finally got connected and got a power on reset (por) message.  Patient stated the healthcare provider (hcp) is willing to have patient and the manufacturer representative (rep)  come in to see if they can assist patient. Caller stated the patient had a CT scan done while at the emergency room and confirmed there are no wires loose. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They are planning to explant ins system on (B)(6) due to shocking issue no further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.